Manufacturer narrative:
Follow-up #1: date of submission 10/6/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to confirm or duplicate complaint during investigation. Black box shows dates from 8/28/2015 -9/5/2015. Black box data from date of complaint has been overwritten. Current black box shows no evidence of short battery life. Pump powers with returned battery cap. Battery cap is able to fully tightened. Current draws are within specification. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power/battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.